Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this batch of which (B)(4) units were manufactured and distributed in the market. There are no units in b. Braun surgical, s.a. Stock. Without samples a proper analysis cannot be performed, we could only check the batch manufacturing records. Needle attachment strength results conducted on samples before releasing the product into the market were 0.61 kgf in average and 0.46 kgf in minimum and fulfilled specifications: 0.23 kg in average and 0.11 kgf in minimum. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the needles detached from the thread easily.